Event description:
In this event, user woke up to a burning smell in the middle of the night while their aids were being charged. There was severe scorching and melting of the hearing aid, charger and power cord. Further damage was prevented by the flame retardant material on charger housing. There was no injury and no medical intervention required. Investigation results: the unit received showed extensive melting around usb c receptacle, which seems to be caused by heat. Material analysis and experiments in the lab, show no evidence of fire during the incident. Usb receptacle was desoldered during the incident, probably due to high temperatures, and remains in the usb plug. X-ray imaging shows no bent pins in usb plug/receptacle. Power adaptor used during this incident is from wsa (max 5 w) and works as intended. Battery and pcba are very damaged due to high temperature reached during the incident. It has not been possible to reproduce this event in the lab with this failure mode with extensive melting. All trials to reproduce a thermal event resulted in very localized melting around usb receptacle.

Manufacturer narrative:
This case is being resubmitted electronically as part of a CAPA. The initial report was sent as a hard copy by mail in july 15, 2022.. As part of the CAPA it was determined that all paper submissions should be re-submitted electronically to FDA.